Manufacturer narrative:
H10: complaint details were provided to a philips clinical product specialist (cps). The cps determined this indicated a single spo2 saturation event. Because a previous desaturation did not end the alarm condition, but merely changed to a yellow limit violation, which it changed over, it showed the maximum value deviation (3) of the entire event. If a "desat ended" alarm had occurred, then the yellow condition began, the number would have been more what the customer would expect. There was no product malfunction; the reported difficulty is indicative of a user training issue. The device remains at the customer site. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient stopped breathing, and resuscitation was needed. The customer wanted to know why a yellow spo2 alarm occurred instead of a red spo2 alarm, for a measurement of 3<92 at their philips intellivue information center (piic).